Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer experienced an elevated blood glucose (bg) level of 682 mg/dl and diabetic ketoacidosis. The bg was addressed via manual insulin injections. Reportedly, the customer reverted to an alternate method of insulin therapy.